Event description:
It was reported that: "when doctor was impacting a constrained liner the handle disassociated from the inserter. Upon inspection it was noticed that the inserter cracked and the threads were pulled out of the inserter. The inserter was then removed from the liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.